Event description:
It was reported that the right ventricular lead had t-wave oversensing. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk implantable cardioverter defibrillator, (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2003; 4193 implantable pacing lead, (B)(6) 2003. (B)(4).